Manufacturer narrative:
Age at time of event: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 28 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 28 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications and the patient was stable. It was further reported that the target lesion had 90% stenosis and was located in the severely tortuous and mildly calcified rca. It was further reported that the lesion was pre-dilated with a balloon. The device reached the lesion site but encountered significant resistance and could not cross the lesion. The stent was found to be lifted after withdrawing.

Manufacturer narrative:
A2. Age at time of event:18 years or older. Device evaluated by MFR.: a promus premier ous mr 28 x 2.25mm stent delivery system was returned for analysis. An examination of the crimped stent identified proximal stent damage with the stent struts bunched in a distal direction. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 28 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications and the patient ws stable. It was further reported that the target lesion was severely tortuous and mildly calcified with 90% stenosis.

Manufacturer narrative:
A2. Age at time of event:18 years or older.